Event description:
An unplanned placement of the iliac extension occurred due to insufficient landing zone present in the right iliac. The pt's iliac was aneruysmal. Right leg extension was utilized to provide sufficient coverage in order to preclude a type #1 endoleak; retrograde flow from collateral branches.